Event description:
The weld on this mouth gag is cracked underneath the lever and does not provided tension for ratchet. It will not hold the tongue blade in place. Another mouth gag was used for the procedure.